Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she was hospitalized with a blood glucose reading of 1000 mg/dl while she was unable to get an infusion set. At the time of concern, the patient did not have any insurance and reportedly could not obtain the infusion set with cash for 3 months. When the patient reportedly had the elevated blood glucose reading during (B)(6) of 2013, her ha1c was 13 at the time of concern. At the time of phone call to animas, the patient was back on insulin pump therapy. Her blood glucose was back to normal at 140 mg/dl. Animas made 3 attempts to call the patient back to obtain more information about the hospitalization. A letter was sent to the patient, requesting a call back. This complaint is being reported because the patient was hospitalized for a high blood glucose reading of 1000 mg/dl while he was unable to obtain an infusion set to manage his diabetes.